Manufacturer narrative:
(B)(4). The reported complaint of "pump failed to display blue alarm message" is not able to be confirmed. No iabp part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "pump failed to display blue alarm message on the pump during training." Occurred during product training for staff. Additionally it was reported the user created an alarm situation by disconnecting the ECG lead from the simulator. The pump switched to another lead appropriately, but the pump never displayed the blue message for the alarm. The user tried this a second time and still there was no alarm message displayed on the pump. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pump failed to display blue alarm message on the pump during training." Occurred during product training for staff. Additionally it was reported the user created an alarm situation by disconnecting the ECG lead from the simulator. The pump switched to another lead appropriately, but the pump never displayed the blue message for the alarm. The user tried this a second time and still there was no alarm message displayed on the pump. No patient involvement reported.